Manufacturer narrative:
The device, used in treatment, was not returned for evaluation and the reported event could not be confirmed. The clinical/medical investigation concluded that per the complaint details, a patient underwent an explanation of the s+n ¿special and custom products¿ knee components approximately 6 years post implantation and is currently awaiting a new custom prosthetic component . However, s+n has not received the device and/or adequate documentation to fully evaluate the root cause of the reported event. The patient impact beyond the reported explanation and subsequent wheelchair bound state could not be determined. Should additional information/ documentation become available, the clinical/medical task may be re-opened for further evaluation. No further medical assessment is warranted at this time. At this time, we have no reason to suspect that the product failed to meet any product specifications at the time of manufacture. Factors and/or some potential probable causes that could contribute to the reported event have been identified as overuse or excessive pressure on the joint, injury, infection and/or patient condition. Based on this investigation, the need for corrective action is not indicated. Without the return of the actual product involved or product information, our investigation could not proceed. Should the device or additional information be received, the complaint will be reopened. No further investigation is warranted for this complaint; however, we will continue to monitor for future complaints and investigate as necessary. We consider this investigation closed.

Event description:
It was reported that primary surgery with custom made devices was performed six years ago. Revision surgery had to be performed for unknown reasons. Customer has been waiting for his implants for 5 months in a wheel chair. He called for information about the process of these new implants.